Event description:
It was reported that after the clinician experienced difficulty with the port, the pt was sent for an x-ray. It was revealed that the catheter had broken from the port and migrated into the right atrium. The md removed the port in the or and referred the pt to the cardiologist to retrieve the catheter from the heart.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.